Event description:
This event was reported as an explant after the pt's chest was closed due to bleeding and perforation of the ventricle near where strut of the valve was. The valve was replaced with a 27mm st. Jude valve; however, the pt would not stop bleeding and died on the operating table. No further info was provided.